Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the ins was found to be in overdischarge. It was noted that the patient stated this was the second and possibly the third time, the ins has been overdischarge. A trickle charge was performed, which was followed by regular charging. They were unable to get the ins to hold a charge and get it to 25% charge in order to return to normal use. The patient was only able to get 2-3 coupling boxes when recharging; they have stopped trying to recharge. No causes could be identified. Surgical intervention is planned but has not yet been scheduled. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-13. The rep stated that the patient was not certain when their last successful recharge session was. The overdischarge was due to patient noncompliance. There was no surgery date scheduled yet but the rep would report when the date was set. The rep would provide the tracking number for the implantable neurostimulator (ins) to be returned for analysis. It was unknown when the ins when into the first overdischarge. No further complications were reported/are anticipated.